Event description:
It was reported that during a routine device replacement, a breach in insulation between the inner and outer conductor was found on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4524-53 lead; implanted (B)(6) 1993. (B)(4).